Manufacturer narrative:
D9: date returned to mfg.: 10/30/2024. One device was received for investigation. The reported issue was confirmed during visual inspection, which verified the reported condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device downstream occlusion sensor was replaced and the device passed all testing. Additionally the device display and battery door were replaced.

Event description:
It was reported that the cassette sensor was found to be unresponsive during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.